Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band could not be deployed. Reportedly, the device was then removed from the patient to avoid a blood corpuscle burst and it was noted that there was no suture at the first and second band. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band could not be deployed. Reportedly, the device was then removed from the patient to avoid a blood corpuscle burst and it was noted that there was no suture at the first and second band. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2610 relates to the reportable issue of bands failed to deploy. Problem code 1069 for the reportable event of suture broken. Investigation results: only the ligator head was returned for analysis. A visual examination of the component found that seven bands were moved out of their position with two of them were entangled. It was noticed that the suture was unthreaded from the first three bands and the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is adverse event related to procedure, since adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.